Manufacturer narrative:
The device history record indicated that the released components met all specification. The complaint history review indicated no trends among components by failure modes. Should additional information be obtained to further this investigation, the report will be updated.

Event description:
Revision surgery performed on eleos resurfacing hinge knee where it appeared on x-rays that the femoral component had dissociated from the stem extension. Upon removal of the components it was discovered that the resurfacing femur had loosened and the wall of the female boss had fractured on one side.

Manufacturer narrative:
This medical device report (MDR) was initiated as part of a retrospective assessment of complaints under onkos surgical capa18-007. As part of this assessment, onkos surgical re-evaluated all complaints received to ensure mdrs were filed when required. The results of this retrospective assessment prompted onkos surgical to file this supplement report. This report is for one of two devices involved in the event, please refer to report 3013450937-2018-00005 for the other. The reported event was confirmed through the operation notes and patient history. The device history records indicated that the released components met all specifications. From the available information it was determined that the adverse event was not related to the manufacture of the implants or a non-conformance and this complaint has been closed. Should additional information be obtained to further this investigation, the report will be updated.

Event description:
Revision surgery performed on eleos resurfacing hinge knee where it appeared on x-rays that the femoral component had dissociated from the stem extension. Upon removal of the components it was discovered that the resurfacing femur had loosened and the wall of the female boss had fractured on one side.